Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 32mm proximal of weld site. The proximal section of j stiffener wire measures approx 56mm and has migrated down lead body approx 35mm proximal of weld site. The proximal end of the approx 32mm section of j stiffener wire has abraded a hole in the outer polyurethane insulation approx 34mm proximal of weld site. It appears that entire j stiffener wire was received with recorded measurements adding up to approx 88mm.